Manufacturer narrative:
(B)(4). The evaluation and repair of the device has not been completed. Once the evaluation and repair is complete a supplemental follow-up will be submitted.

Event description:
It was reported that, the touchscreen on a 980 ventilator was unresponsive. The ventilator was not in use on a patient at the time the malfunction occurred.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The covidien service engineer (se) inspected the device and verified the reported issue. The se updated the software to the current revision. The se performed extended self-testing on the device and all tests passed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The suspect component was returned to covidien/ medtronic¿s product analysis.  A visual inspection of the returned component was performed. The returned component was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that the reported issue was verified. The identified root cause of the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.